Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited loss of capture. Fluoroscopy revealed the atrial lead had dislodged. No further information was available.